Event description:
It was reported to philips that the allura system had a tube rotor fault, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that device cannot expose. Review of the log files confirmed malfunction of the oil cooling unit flow switch did not work. Upon troubleshooting fse inspected the system onsite and found found error message displayed as "low load fluo flavor selected, tube rotor problem". To resolve the issue, fse replaced the cooling unit. After replacement, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is rebooted once. The procedure was completed by restarting the same allura system. This scenario includes that the system is restarted normally. Since the device cannot expose resolved with normal restart and procedure is completed on same allura system, this event would not be reportable. The codes were updated based on the investigation outcome.